Manufacturer narrative:
Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional three proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported this was an arteriotomy closure of the mildly calcified common femoral artery using the pre-close technique via a 6f sheath hole prior to an aortic prosthesis procedure. Reportedly, no suture was present when the plunger of four proglide devices was removed, cuff misses occurred. The sheath was upsized to a 20f sheath and the aortic prosthesis procedure was completed. Hemostasis was achieved with a surgical suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.